Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified the manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, it was the first time they had experienced the haptics becoming stuck under the lens. This occurred three times on the same day, and surgeries were performed by an experienced surgeon. Additional information has been requested.

Manufacturer narrative:
Additional information provided in sections b.5., h.3., h.6., h.10., and h.11. The product was not returned for analysis. The root cause for the reported complaint could not be determined as no sample was returned for analysis. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
According to additional information was received stating that there was no patient contact and harm.